Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on(B)(6)2002. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient received a CT scan of the abdomen without contrast. The scan revealed that there was no change in the appearance of the ivc compared to prior. Evaluation of the vascular flow lumens is not possible without IV contrast. There is exaggerated ivc filter tilting likely due to moderate to severe scoliosis. Strut penetration through the ivc is noted with legs protruding into the region of the renal pelvis, adjacent the aorta and adjacent the duodenum. There is no free fluid or free air.